Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified, two devices. One is broken and the other seems to be intact. The side of which they were explanted is not confirmed. The batch number of the device is not confirmed, because it is not observed in the photographs. Device analysis performed, through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported, right side "rupture", "leaking", "lump". Patient also reported, "pain", "shape change". And concern with alcl. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture", "leaking", "lump". Patient also reported "pain", "shape change" and concern with alcl. Device has been explanted.